Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's lead migrated down and they were not able to get any relief in their back like they were getting before the migration. Reprogramming the ins could not resolve the lack of relief, and x-rays confirmed the lead moved down several electrodes. It was also noted that the ins pocket site was causing them some pain as well so the physician decided to move the ins from their left buttocks to the right. The lead was replaced during the ins revision. The cause of these issues was undetermined, as the patient did not admit to any one thing. It was noted that the issue was resolved at the time of the report. No further complications were reported.